Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was confirmed there was no patient impact.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller stopped. There was a yellow key before it stopped. The system controller was exchanged. The patient was confirmed to have a left ventricular assist device (lvad). It was noted the patient was at home during a visit from the community nurse that the system controller failed and there was a complete failure with the pump shutting down resulting in the patient fainting. The nurse performed a brief cardiac massage and the husband replaced the defective system controller with the backup. The patient regained consciousness and was treated by emergency services then repatriated to the hospital the same day to assess the consequences of this incident. The patient was monitored for 24 hours and then returned home with a cardiac assistance follow up 10 days after the incident. The system controller would be returned. There were no log files available. There was no adverse patient impact. Exchanging the system controller resolved the issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report that the patient fainted could not be conclusively established through this evaluation. Review of the log files retrieved from the returned controller, serial number (B)(6) , confirmed a controller internal fault alarm. It was also noted in the controller event log file that the controller was shut down without expected events recorded, which was indicative of an unexpected shutdown. The controller internal fault alarm and unexpected shutdown were determined to be due to controller damage; refer to the controller investigation of (B)(6) regarding these findings. There were no other notable findings related to the pump captured in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. B, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.